Manufacturer narrative:
H:6 evaluation conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; covered stent implantation for treatment of iliac vein rupture during percutaneous left atrial appendage occlusion. Landolff q, sebag f, costanzo a, honton b, amabile n. Jacc: case reports volume 2, issue 6,2020 doi: 10.1016/j.jaccas.2020.05.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in an elective left atrial appendage occlusion procedure for the treatment of atrial fibrillation. It was reported that during the procedure, the right common femoral vein was punctured, and a 8.5 fr non mdt sheath was inserted and advanced into the right atrium without difficulty. The upper-left pulmonary vein was then catheterized, a bolus of heparinized solution given and then a stiff wire advanced into the vessel. An attempt to advance a non-mdt sheath but was unsuccessful at first due to a tortuous vessel. A 16f sentrant sheath was then inserted to increase the support of the non mdt sheath and then was successfully delivered to the left atrial appendage. A non- mdt occluder was then deployed in the target location. It was reported that the hemodynamic status of the patient degraded by the end of the procedure. Selective phlebography through the femoral venous sheath revealed the patient had suffered a complete external iliac vein rupture. It was said this was likely created by the tip of the non mdt sheath system during the first insertion attempt. The patient was given a transfusion of red blood cells and medication and the rupture was repaired with the implantation of balloon expanding covered stents. A post procedural CT revealed a hematoma extending to the right iliac fossa. No further treatment was proposed.